Event description:
It was reported to philips that the system did not start up at 00:00. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and in reviewing the device's event log, noted a problem with the grabber cards. The fse determined the device's flexvision computer (pc) needed to be replaced. After replacing the flexvision pc, the device was returned to expected functionality.